Event description:
It was reported that the customer was hospitalized due to a mild heart attack and diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. In addition to high blood glucose levels, the customer was vomiting and unable to move. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Found that the customer may benefit from an infusion set with a longer cannula based on her body type. Advised that samples would be sent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.